Event description:
Related manufacturer reference number:2017865-2023-37802 following the battery performance alert (bpa) advisory, a bpa was received by the clinician. And the device was explanted. It was also noted that patient's right ventricular (rv) lead exhibited low, out of range pacing impedance and inappropriate pacing. The patient was stable.